Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a heavily calcified, mildly tortuous proximal left anterior descending artery that is 100% stenosed. The 3.0x15mm trek balloon dilatation catheter (bdc) was advanced to the lesion. Resistance was felt during advancement of the bdc with anatomy. The balloon was inflated; however, the ruptured at 6 atmospheres during the first inflation. A non-abbott balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.